Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test. Customer's blood glucose was 200 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed self-test. No unexpected alarm. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.